Event description:
It was reported that a lead impedance alert was triggered for the svc coil; however, the right ventricular lead did not have a svc coil. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: performance data collected from the device was received and analyzed. Analysis indicated that a false trigger was generated for lead impedance out of range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.